Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when injecting the lens into the eye, handpiece did not deploy the lens went under the lens, cartridge was removed from the handpiece. Upon entering the eye haptics were caught on each other. Once the haptics were in place it was noted that there was a defect in the center of the lens. Lens was explanted in initial procedure. Surgeon opted to cut the defective lens out and replace it with a unspecified new lens.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of handpiece did not deploy the lens but went underneath the lens, patient contact; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).